Event description:
The customer reported "error message on signal input / x-ray is not responding." The field engineer noted that the system was not booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.